Event description:
It was reported that during the implant procedure, the ventricular lead exhibited high capture threshold and high pacing impedance. The physician elected not to use the lead, and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of inadequate capture was confirmed while the reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing found shorts between the conduction paths due to the inner coil over torqued in the connector pin region. Visual and x-ray examination found no other anomalies.